Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The following parts were replaced as a fix: sterile adapter (sa) release body, spring plungers, wrist pulley assy. The root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, there was an issue manipulating instrument in universal surgical manipulator (usm) 1. The technical support engineer (tse) reviewed the system logs however could not find any errors. The customer stated usm1 would not move like it was supposed to. Customer stated they reseated the drape and the instrument with no resolve. Customer stated the instrument worked fine on another usm. The procedure was completing as planned with no reported injury.